Event description:
It was reported that during implant attempt, there was difficulty advancing and retracting two different stylets. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted; full lead returned and analyzed.